Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Item: 010000589. Lot #: 66160344. Item number: comp rvrs 25mm bsplt ha+adptr. The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient was revised due to disassociation and it was noted during the revision that the polyethylene bearing was also worn out. The glenosphere and bearing were removed and replaced. There was harm or injury to patient as the patient had to underwent additional surgical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.